Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the controller and the system monitor was not confirmed. The reported event of kinks on the white power cable jacket was not confirmed. The submitted log file, which is associated with the patient¿s new controller, serial number (B)(4), contained events from (B)(6) 2022 per the timestamp. The log file captured the driveline being connected to the controller and the pump starting to operate on (B)(6) 2022 at approximately 14:50:33. This indicates that controller, serial number (B)(4), was exchanged shortly before these events were recorded. The pump operated above the low speed limit and no other notable alarms were observed throughout the remainder of the log file. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 29jan2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient was connected to the power module in the clinic, data would not transmit to the system monitor. Multiple kinks were noted in the white power cable and multiple patient cables were used in attempts to transmit data. The controller was ultimately exchanged, and the new controller successfully transmitted the data.